Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn. Upon receipt of device, investigation will be completed and follow up submitted. No clinical injury to pt.

Event description:
As reported: end of tubing leaking at cap using chemotherapy. Bags sit for a few hours with chemo inside before they are placed on pt. (B)(4) doesn't feel comfortable returning bad sets so she will not be sending used sets back for investigation. No injury occurred as a result of this complaint.